Event description:
Pt reported seeking treatment, for hypoglycemic symptoms, at the hosp emergency room. Pt indicated that, upon arrival in the emergency room, their blood glucose measured 47 and 46 mg/dl (using the hosp's blood glucose monitor), and 220 mg/dl, using the suspect device. Pt reported that a venous sample was also drawn, and sent to the lab, with a blood glucose result of 45 mg/dl. Pt indicated that they were treated with orange juice and a dextrose i.v., after which, they were released. Pt's current condition: fine. A level one control test was performed on the suspect device the day after the event, with the results falling outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.